Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 1901154 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects were observed. Based on the investigation results, an exact cause for this incident could not be determined. Taking into account the customer feedback provided, it is possible that this incident resulted from an unexpected blockage in the assembly machine, however, that possibility cannot be confirmed. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china needle was bent and protruding through the shield. This was discovered before use. The following information was provided by the initial reporter: when adding medicinal solution to use, it was found that the syringe needle was bent, the needle shield was damaged obviously, and the bent needle had been protruding outside.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china needle was bent and protruding through the shield. This was discovered before use. The following information was provided by the initial reporter: when adding medicinal solution to use, it was found that the syringe needle was bent, the needle shield was damaged obviously, and the bent needle had been protruding outside.